Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence with multiple cartridges. Multiple cartridge and needle changes were performed, resolving the issue. Customer¿s blood glucose was 166 mg/dl.